Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump buttons were unresponsive and numbers were ramping on the screen. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated that her healthcare provider provided shots and insulin to treat blood glucose. Customer stated that she worn the insulin pump through a water fall but did not get soaked or submerged underwater. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.